Event description:
Customer's mother reported that the customer has been noticing a big difference between the sensor glucose readings versus the blood glucose readings. Customer stated that their blood glucose reading was 187 mg/dl while the sensor read 209 mg/dl. No further information reported. Customer's blood glucose reading at the time of the call was 143 mg/dl. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.